Event description:
Pt was in bed with the medium zone alarm set. Pt got out of bed and fell at the bathroom door. The bed exit alarm did not sound until after the nurse entered the room to assist the pt. Nurse entered the room without delay after hearing pt fall. Pt had injury to right eye; orbital area. Globe ruptured in 2 places.